Event description:
The ventilator device alerted during patient ventilation for various ambient related technical faults. The issue did not result in any patient harm nor a delay of treatment. There is no medical intervention reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Manufacturer narrative:
Investigation outcome: it was reported the device alarmed with technical faults 485001 (ambient failure detected), 446024 (am 3v3 error) and 446029 (ambient failure detected) during patient ventilation. No health consequences or impact. No interruption of ventilation or medical intervention was reported. No device or log files were returned for investigation to hamilton medical ag. Hamilton medical ag has requested further information. However, no further information was received. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.